Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after an attempted chronic total occlusion angioplasty of the right coronary artery interventional procedure. Reportedly, when the plunger was pulled no suture was present. A second perclose proglide device was used and reportedly, the knot would not advance to achieve hemostasis. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.